Event description:
Received medwatch report from FDA. Incident reported as: the one way valve diaphragm detached and the patient swallowed the diaphragm while doing an inspiratory force. The patient vomited up the white diaphragm and reused to continue with any more parameters. No further information available.

Manufacturer narrative:
Device has been requested but not received yet. Investigation results not available at time of this report.